Manufacturer narrative:
Investigation summary: there is no returned samples or photos for investigation. Hence, unable to confirm customer experience of leakage. DHR reviewed for affected batch numbers for hypoint needle that may leads to leakage or separate issue. Investigation conclusion: based on verbatim, it is unclear as there is insufficient information provided to identify the issue to investigate. Root cause description: root cause could not be established. Rationale: the complaint will re-opened if there is returned photos and samples for investigation.

Event description:
It was reported that hypoint ndl25ga5/8in leaked before use. The following information was provided by the initial reporter: please see below pqc for needle component. Complaint description: product(s): firazyr injection. Caller stated: "the safety cap was not on the needle properly. Some of the product came out before the patient injected, causing the patient to inject an incomplete dose."